Event description:
The customer called to report that she was taken to the hospital due to symptoms of diabetic ketoacidosis, and blood glucose levels greater than 400 mg/dl. The customer also stated that she experienced shortness of breath. The customer had called the day before because she thought she lost her insulin pump earlier, and had gone all day without any insulin. Because the customer thought she lost the insulin pump, a replacement was sent to her. The customer did find her insulin pump after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.